Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 for a procedure to take out a catheter from their belly. It was neither an infusion set nor a sensor catheter that was being removed from the customer's body. It was a catheter that was being used to drain fluids out of their belly. The cause of death was a seizure that the customer did not come out of. The caller stated that the customer had heart issues and blood glucose issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing. The customer was using sensors. The caller agreed to return the insulin pump for analysis.